Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the complaint review, there is no indication of a lot specific product quality issue. The reported patient effect of death is listed in the rx herculink elite peripheral stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. Corrections: d1 ¿ brand name: updated. D2a ¿ common device name: updated. D3 ¿ name, address 1, city, postal code: updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2024 the 5x18 mm rx herculink elite stent was implanted in the right renal artery. On 05/14/2024 during the study site's review of the medical record, it was noted that the patient expired of unknown cause on (B)(6) 2024. No additional information was provided.